Event description:
It was reported that a malfunction occurred on a customer's pump, identified by the "malf 16" code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. It was confirmed that the malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.